Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5087573 that a patient who had mentor smooth round high profile 630cc saline prostheses placed had an autoimmune reaction post procedure. Extreme fatigue, hashimoto thyroid disorder, skin rashes on the arms and chest, breast pain, a swollen stomach, body aches, chronic cough and several more unspecified symptoms were all stated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-16928 for contralateral prosthesis report.